Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One infusion syringe pump was received for device evaluation. Visual inspection found that the device to be cracked at the right plunger case. A review of the pump history log was performed, which confirmed a motor rate error recorded in the history. Flow testing confirmed the reported issue. The most probable root cause of the reported issue has been attributed to normal wear and tear, as the device is 13 years of age. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.